Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number quantity. It was reported that the patient faced infusion sets tubing detachment events on (B)(6) 2025. The location of detachment was hub. The infusion sets were in use for two days. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.